Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 50 mg/dl which was treated with food. Customer stated they did not eat before going to bed. It was unknown that auto mode feature was active or not at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.